Manufacturer narrative:
P-cap, reservoir locks properly into place. Unit passed displacement test, rewind test, prime, seating test, force sensor test, basic occlusion test, occlusion test, active current measurement and self test. However, unit failed sleep current measurement and detail trace displays charge, battery lasts less than expected. Battery, power anomaly problem is isolated to pcb 2. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm and short battery life alarm. Customer did not received replace battery alarm. Customer did not received power error detected alarm. Customer was assisted with trouble shooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.